Event description:
It was reported that internal rattling was heard.

Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition no error which related to customer reported problem was found in event log history. During analysis, the reported issue was able to be duplicated. Rattling sound was found in device during inspection which was caused by a broken plastic tab on the bottom case in device. The pump has been dropped or mishandled by customer. Replaced bottom case. Performed pm maintenance and all functional testing.